Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pace impedance measurements, over-sensing of noise and loss of capture (loc). Further testing was performed and the noise was reproducible. No adverse patient effects were reported. At this time, this lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).